Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging inaccuracy. The patient stated they obtained a reading of "below 20 mg/dl" with the subject meter, compared to feelings/normal results. During troubleshooting, the patient performed a control solution test, which was below the expected control solution range. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.